Event description:
It was reported that the patient underwent revision surgery to correct vertebral arthroplasty complication. There was no problem found with the x-core implants; the implants remain in situ.

Manufacturer narrative:
No device was returned as no product problem was alleged. If any additional information becomes available, a supplemental report will be submitted.